Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is 62 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿long-term suppression of atrial fibrillation by botulinum toxin injection into epicardial fat pads in patients undergoing cardiac surgery. One-year follow-up of a randomized pilot study¿ url: http://www.clinicaltrials.gov. Unique identifier: (B)(4). Circ arrhythm electrophysiol. 2015;8:1334-1341. Doi: 10.1161/circep.115.003199.

Event description:
A journal article was reviewed that contained information regarding this model of implantable loop recorder (ilr). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The author reported that there were patients who had infections, and patients who had bleeding which required ¿re-operation or transfusion,¿ while the ilr was in use. The status/location of the ilr is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.